Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: a review of the device labeling was completed. Intraocular infection is identified in the labeling a known potential adverse event following icl implantation. The dfu states a contraindication: (11) the anterior chamber depth (acd) of the eye with implanted lens, from the corneal endothelium to the front of the lens capsule, is less than 3.0 mm. Additionally, precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Endophthalmitis is a rare vision-threatening intraocular inflammation, most commonly due to exogeneous organisms introduced via ocular surgery, intravitreal injections, or trauma. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. Given the onset of reported problem and resolution date without cultures taken, an exact cause could not be determined as the event resolved and lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo -8.00d implantable collamer lens into a right eye (od) with acd 2.87mm on (B)(6) 2024. Information about concomitant products used including ovd and delivery system were not provided. On day 1 endophthalmitis was diagnosed. No diagnostic tests were performed. The patient was prescribed frequent steroid drop treatment. The inflammation is under control and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim #(B)(4).